Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited inappropriate ams episodes due to noise. The device was reprogrammed. The patient would continued to be monitored with routine follow up.